Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician saw sensing problems during follow-up on the pacemaker dependent patient. The patient presented with episodes paused in the pacing, possibly due to oversensing. The patient has a complete av block. There could be noise on the rv bipolar channel. Repeat follow-up showed unclear oversensing problems during breathing in. Patient was not paced for 3 seconds and felt kind of dizzy during this measurement. The lead was capped and replaced. The procedure was successful and everything went well.